Event description:
In 2009, the patient reported experiencing bent infusion set cannulas for the past 2 months. She stated that she correctly inserts the infusion sites and she practices proper infusion site rotation. She stated that her blood glucose becomes elevated after inserting a new infusion site. Last night her blood glucose measured 238 mg/dl when she went to bed and when she woke up at 9:00am her blood glucose measured 442 mg/dl. She bolused 4 units of insulin to lower her blood glucose. Her most recent blood glucose reading was 332 mg/dl. She stated that she has changed her infusion site 2 times today and each cannula was bent. She was sent information on infusion site management. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient refused to return the alleged products for evaluation. No product will be returned.

Manufacturer narrative:
No product will be returned for evaluation.